Event description:
It was reported that the customer was hospitalized with a high blood glucose of 600 mg/dl, after receiving multiple no delivery alerts. The customer was also experiencing stomach pain. The customer stated she replaced the set and got the insulin pump to work again after the no delivery alarm, but then woke up with the high blood glucose and could not get it to go down. The customer was treated with an insulin drip. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.